Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322 (link switch error (low)) when evaluation attempted to load a set and run an infusion. A review of event history log revealed multiple occurrences of system error 322. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be failed lower link switch which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.